Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient could not place the ipg into MRI mode. X-rays indicated that both leads migrated. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced, and the other lead was repositioned. The explanted lead was confirmed to be fractured during the procedure.